Event description:
Damaged package. The tray has been melted and the hole was open.

Manufacturer narrative:
Investigation in-process. A supplemental report will be submitted once evaluation is complete.